Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this event will be updated.

Event description:
Additional information was received that the device and lead were explanted and received. Lead insulation damage was noted upon explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low pacing lead impedance measurements less than 200 ohms and triggered the lead safety switch (lss). Additionally, some inappropriate atrial tachy response (atr) episodes were stored due to noise when in the unipolar configuration. No noise was noted, though, in the bipolar configuration. Further, one daily impedance measurement was found with no reading. Boston scientific technical services (ts) discussed what triggers the lss. The threshold and sensing measurements were stable. No out of range measurements were reproduced in-clinic. The device was reprogrammed back to bipolar with the lss feature programmed on. Information received from a health care professional (hcp) indicated that the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.